Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2003 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, recurrent urinary tract infection, hesitancy, urge incontinence, and urinary retention.

Event description:
It was reported that following insertion the patient experienced dysuria, recurrent urinary tract infection, hesitancy, urge incontinence, and urinary retention.

Manufacturer narrative:
(B)(4). It was reported that patient underwent urethrolysis on (B)(6) 2003 by dr. (B)(6) due to bladder outlet obstruction at (B)(6).

Event description:
It was reported that patient underwent urethrolysis on (B)(6) 2003 by dr. (B)(6) due to bladder outlet obstruction at (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that mesh was implanted along with concurrent transvaginal hysterectomy/bilateral salpingo-oophorectomy with anterio and posterior repair, enterocele repair due to stress urinary incontinence uterine prolapse, cystocele, rectocele and enterocele. After implantation patient experienced pain, infection, recurrence, dyspareunia, vaginal scarring, urinary and bowel problems. It was reported that the patient had cystocele repair on (B)(6) 2011 and (B)(6) 2011. (B)(4).